Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a small left sided pneumothorax occurred in a patient that had a cryoablation procedure. The patient was a participant of the (B)(6) clinical study. No additional information is available at this time. On (B)(6) 2017: it was further reported that a sheath was used during the procedure. No further patient complications have been reported as a result of this event.